Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced the aligner cutting the roof of the patient's mouth behind their front teeth. This caused blistering making the issue worse. The patient stopped aligner treatment for a few days to allow for healing of the blisters, but the aligners are still rubbing pretty hard. Patient was provided with scalloping tip for lingual of their upper aligner and advised to remain in the most comfortable aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.